Manufacturer narrative:
(B)(4). Insulin pump passed the self test and displacement test. Multiple pump errors confirmed in pump trace download, problem isolated to the electronic assembly. Insulin pump had a scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. The customer was able to clear the alarm and able to rewound the insulin pump. The customer performed the self test and they were able to passed the test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.